Event description:
It was reported that during a percutaneous intervention (pci) procedure, a leak in the sheath was noted. The 80% stenosed target lesion was located in the calcified and non tortuous proximal left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr to the lad. While setting the speed the device reduced speed and would not rotate over 125 thousand rpm, then quickly stopped. Saline/water was noticed leaking from the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient status is okay.

Event description:
It was reported that during a percutaneous intervention (pci) procedure, a leak in the sheath was noted. The 80% stenosed target lesion was located in the calcified and non tortuous proximal left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr to the lad. While setting the speed the device reduced speed and would not rotate over 125 thousand rpm, then quickly stopped. Saline/water was noticed leaking from the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus unit returned to site connected together. A rotawire was inserted in the plus unit. The rotawire could not be removed from the device. An initial examination of the complaint unit was carried out. It was noted that the catheter sheath was torn/split approximately 24cm from the strain relief. A tug test was performed to examine the integrity of the connection no issues were noted with the units handshake connector during the connection of the device. The burr was microscopically examined no issues were noted with the annulus of the burr. It was noted that the coil of the catheter as kinked/damaged at approximately 24cm from the strain relief, where the sheath had split. The damage to the coil and sheath is consistent with over tightening of the hemostasis valve. No issues were noted with burr. The rotablator dfu states that ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve¿. Therefore the root cause is considered user error. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Manufacturer narrative:
(B)(4).